Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which error message did not reappear and customer successfully started new sensor session.